Event description:
(B)(4).as a result of the complications I experienced from essure, I had a hysterectomy on (B)(4). My doctor took a picture of my uterus which had a very large fibroid tumor on top of my uterus... I have no family history of fibroids. Additionally, the image shows a cyst growing from one of my fallopian tubes.